Event description:
Event description guidant received information that lead impedance was measured at greater than 2000 ohms. The patient was believed to have received inappropriate shocks. A lead revision procedure has been scheduled. The lead remains implanted.